Event description:
It was reported that during a whipple procedure, the jaw of clip was not properly opened. Consequently, the clipped vessel was torn. The last 7 clips were left. There was no serious outcome because surgeon dealt with it adequately.

Manufacturer narrative:
Info anticipated, but unavailable at this time.